Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that te patient presented with the following pre-op diagnosis: spondylolisthesis, l4-l5, scoliosis, foraminal disc herniation, left l4-l5, disc degeneration, l3-l4 and l4-l5. She underwent following procedures: transpedicular decompression, left l4-l5, posterior lumbar interbody fusion, left l3-l4 and left l4-l5, insertion of biomechanical device( peek cage), l3-l4 and l4-l5, posterior arthrodesis l3-l5, pedicle screw instrumentation, l3-l5 (pedicle screw system), local bone graft harvest, bone marrow aspirate, bone morphogenic protein, mastergraft bone extender, fluoroscopy greater than 1 hour, microscope in which rhbmp2/acs was used. No intra-operative complications were reported.